Event description:
On 10/29/1997 pt was trying to get out of car, swinging her right leg to get out of the car then feeling a very sudden pain into the left hip area.complains of very severe pain on mobilization of the lower extremity. Pt brought to the hospital by ambulance. On 10/31/97 pt had an open surgical procedure done to replace liner.